Event description:
The sales representative reported a knee revision surgery due to patient infection. The surgeon removed and replaced the tibial insert and retaining bolt. The original implant surgery was on (B)(6) 2013 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing records was performed. All implant lot records were reviewed and there were no deviations from process or non-conformity of product reported that would result in patient's infection.